Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has had to charge the implantable neurostimulator (ins) every other day versus when she had the previous device, it was a lot less. In order to get a good signal when charging, the patient must put her knees up to her chest; she was in pain when she does this. The patient also stated that this position was not comfortable, by crouching in this position, the patient could feel the ins coming up closer to the surface of her skin and could get a good signal. Lastly, it was noted that the patient¿s incision was not totally healed, and she could feel it ripping. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss symptoms and increased charging. There were no further complications reported or anticipated.